Event description:
It was reported that the patient presented to the emergency room for device evaluation following microwave exposure. The patient complained of heart racing with the exposure. Upon interrogation, it was found that the atrial lead had a lead warning, and low impedance was found. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.